Event description:
The advocate stated that the customer's blood glucose was tested using his contour meter and the reading was 23 mg/dl. His glucose was retested using another meter and the reading was 148 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.